Event description:
On (B) (6) 2009, patient was implanted with an artificial bowel sphincter. Minimal superficial opening of perineal incision. On (B) (6) 2009, the entire device was removed due to chronic sepsis.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis. No malfunction reported. No conclusion can be drawn at this time.